Manufacturer narrative:
The device was not returned to olympus and an evaluation has not been completed at this time.

Event description:
A user facility reported to olympus that their oer-pro endoscope reprocessor lid is cracked. There was no patient injury or harm associated with the problem reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Possible causes, as determined by the legal manufacturer, include: closing the lid while connecting tube is placed on the basin. Closing the lid while something hard, such as a scope, is placed on the retaining rack. Closing the lid while the washing case is placed obliquely at the retaining rack.